Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of low impedance was confirmed. Inner insulation abrasion was noted at 14.6 cm from the connector pin due to suture sleeve tied down too tightly on lead. This damage is consistent with observation from field of low lead impedance.

Event description:
It was reported that the lead showed low out of range impedance and noise. The lead was explanted and replaced.